Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 17 months post index procedure, patient suffered from cardiac chest pain .it was stated that a ischemia around the patient's chronically occluded rca was noted. Cec adjudicated the event as myocardial infarction (unknown vessel). Patient recovered.